Event description:
Customer stated "she saw arch of spark and there was then a flame and then smoke." Customer did not claim injury. Product was returned. The investigator determined that the user was misusing the pad by wrapping/ twisting the cord during use. This twisting of the cord led to a break in the wire and the external coating of the wire. This breakage of the wire caused the burn on the cord to form. This break led to the reported issue. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."

Event description:
Customer stated, "the cord/switch spark then flamed and smoked. The flame continued until she unplugged the pad." The product has not been returned for investigation. The customer did not claim any injury the customer was contacted on (B)(6) 2019 and again on (B)(6) 2019 to remind them to return the pad for investigation and to gain more information. As of (B)(6) 2019 the pad has not been returned. Bce did not find this to be a recurring issue in the lot. Without the product, bce cannot make any further determinations.